Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called on (B)(6) 2026 reporting two days of low flow alarms. The patient had experienced some tenderness isolated to the exit site of the driveline but no other symptoms. The initial labs at the outside hospital showed lactate dehydrogenase of ~500, b-type natriuretic peptides of ~300, international normalized ration of ~1, and d-dimer ~>5000. The patient was transferred to their main hospital where the ultrasound showed the inferior vena cava was 1.86cm and collapsible with inspiration. The patient's level of consciousness had not changed with absence of hypertension, mean arterial pressure averages of 70-75 and continued to feel "normal" without any other symptoms. The patient also had low platelets at 74 with a downward trend since implantation, but white count and hemoglobin were normal with no signs of active infection. The log files were submitted for review. The event log file captured low flow alarms on (B)(6) 2026, and the periodic log showed low flow alarms that had started on (B)(6) 2026. The estimated flows were averaging from 1.2 to 1.7 lpm and pulsatility index (pi) averaging from 3.5 to 4.5 during the events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log. The mechanical circulatory support (mcs) equipment operated as expected.